Event description:
The customer reports: when the doctor tried to place the introducer sheath/dilator in the vein, he noticed it was not going in smoothly and removed it to examine the tip and observed it had split slightly and was tearing at the tip of the sheath at the distal portion. A new kit was used to complete the procedure without incident.

Manufacturer narrative:
(B)(4). The customer returned one dilator/sheath assembly for evaluation. The sample contained obvious signs of use in the form of biological material. Visual examination revealed the sheath tip was frayed and bent back. This damage is consistent with undue force being applied to the tip. The overall length of the sheath body measured 4.05" which is within specification of 3.875-4.125" per product drawing. The outer diameter of the sheath measured 0.098" which is within specification of .091-.101" per product drawing. The inner diameter of the tip was too damaged to get an accurate measurement. The returned dilator was able to advance and retract from the sheath with minimal resistance. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "do not withdraw tissue dilator until the sheath is well within vessel to reduce the risk of damage to sheath tip." The customer report of a damaged sheath tip was confirmed by complaint investigation of the returned sample. The peel-away sheath tip was frayed and folding back, which is damage consistent with undue force being applied at the tip. The sample passed all relevant dimensional and functional inspection, and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: when the doctor tried to place the introducer sheath/dilator in the vein, he noticed it was not going in smoothly and removed it to examine the tip and observed it had split slightly and was tearing at the tip of the sheath at the distal portion. A new kit was used to complete the procedure without incident.